Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the single use electrosurgical hemostatic forceps had no energy output during a gastroscopy being done for an upper gastrointestinal (gi) bleed. The patient had a severe bleed in the upper gi tract, and the failed device caused a delay in treatment. The procedure was prolonged for an unknown duration while the patient was under anesthesia using propofol. The erby electrosurgical unit was turned off and on, but it did not change anything. A second set of coagraspers was used and was successful. The procedure was completed without further incident.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and no abnormalities that could lead to the reported phenomenon were confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred due to the following: the connection between the plug and a cord, or a cord and the electrosurgical unit was insufficient. The condition of the bleeding area indicates that the area possibly contains high moisture content. Therefore, the high frequency current density has decreased. However, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use which state: "use this instrument in an environment equipped to accommodate open surgery and have the hospitalization plan prepared in case any problem occurs that may not be resolved endoscopically." "Use this instrument and a cord only in combination with products recommended by olympus. If combined with products not recommended by olympus, patient injury caused by increase in patient leakage current, operator injury, malfunction or equipment damage may result." "Before use, prepare and inspect the instrument and a cord as instructed below. Should the slightest irregularity be suspected, do not use the instrument or a cord; use a spare instead. Damage or irregularity may compromise patient or user safety, pose an infection control risk, cause tissue irritation, perforation, bleeding, mucous membrane damage or thermal injury and may result in more severe equipment damage." "Do not pull the cable to unplug the a cord plug or a cord jack. This could damage the a cord." "Aspirate fluids such as mucus that adhere to the tube and body cavity tissue. Patient injury such as perforation, bleeding, mucous membrane damage and thermal injury of tissue could result if output is activated with these fluids adhering." Olympus will continue to monitor field performance for this device.